Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while closing, the tip of the needle broke off. The needle tip was pick out from the incision wound.